Event description:
Contact reported that a surgeon implanted a charite artificial disc and initial follow up revealed no problem. Patient later presented to the surgeon with back spasm complaint. Plain film x-rays were taken which showed migration of the artificial disc. A revision was performed due to limited exposure, the disc was removed and patient fused. A/p, as surgical intervention occurred an MDR is being filed to document this event.